Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 352 mg/dl during the phone call. Found during the phone call that the customer was not inserting the infusion set correctly. The customer was advised on proper insertion technique. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.